Manufacturer narrative:
(B)(4). G2: literature - kennedy, m., terner b., gwam, c., and schwarzkopf, r. (2025). Comparison of short-term outcomes and survivorship of three modular dual mobility implants in primary total hip surgery. Journal of clinical medicine, 14 (6977), 1-12. Https://doi.org/10.3390/jcm14196977. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a journal article that one patient was readmitted to the hospital within 90 days of hip surgery due to infection. Attempts have been made and no further information has been provided.